Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The chronic totally occluded target lesion was located in the left peroneal vessel. A 300cm v-14 controlwire was advanced to cross the lesion. The physician embedded the tip of the wire into the subintimal plane and when the physician went to pull the tip back into the crossing catheter, the wire was essentially curled back on itself in the subintimal plane. The physician tried to pull the wire back into the crossing catheter in the subintimal plane and the wire tip broke off. There was no impeding blood flow since it was in the subintimal plane. The physician pulled the remaining intact wire out and used a new wire but was unsuccessful. The physician used a choice pt extra support wire to wire the anterior and posterior tibial and completed the procedure. No patient complications were reported and the patient was fine.